Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation. However, baxter's servipak department was contacted to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on 12/11/2009 (lot # h09j12105). Therefore, a manufacturing batch record review was performed on this lot with no issues noted during the manufacturing process and no deviations from standard procedure.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during drain 3 of 5. The home patient (hp) disconnected and came back when the hc started to alarm. The technical service representative (tsr) explained the alarm and assisted the hp disconnect as the hp was connected at the time of the alarm. The tsr also had the hp clear the alarm and unload the homechoice cassette. The tsr reviewed proper disconnect procedures with the hp per the user manual. The hp would reset the hc and start over. The hp would also contact the nurse in the morning. The hc was operational. On 2/09/2010, a follow-up call was made to the hp's nurse who stated that the hp is in the hospital. The hp went to the clinic on (B) (6) 2010 for a check up and he had low blood pressure. The nurse saw that the hp also had a cloudy effluent bag and was admitted to the hospital on that same day. The white blood cell count was 22,600. The culture results were staphylococcus coagulase negative. The hp was put on an antibiotic and discharged from the hospital on (B) (6) 2010. The hp then went to the clinic on (B) (6) 2010 for a follow-up peritonitis visit and the hp's blood pressure was low again so the nurse had him go to the emergency room. Additional information received from global pharmacovigilance indicates that when the hp's nurse was asked if the event of low blood pressure had resolved, the nurse stated the hp remained in the hospital. The nurse indicated that the event of peritonitis and low blood pressure was not related to dianeal therapy. The nurse also indicated that the event of low blood pressure was probably related to his long standing liver cirrhosis. No further information was reported.